Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. .device manufacture date: unknown.

Event description:
It was reported that the bd epicenter¿ single user software misidentified I for cefepime, even with no mic antibiotic on the panel. It was not confirmed that repeat tests were performed, and the erroneous results were not reported to the clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: (B)(6)triggered creating an interpretation of I for cefepime, despite there being no mic for this antibiotic on the panel. Sample (B)(4) (2 panels tested with same result, same organism despite being given different isolate numbers" were patient samples involved? Yes. Is a confirmatory test always performed? No. Was it obvious that the results were erroneous/could not be trusted? No (only identified as hsl). Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? No.

Event description:
It was reported that the bd epicenter¿ single user software misidentified I for cefepime, even with no mic antibiotic on the panel. It was not confirmed that repeat tests were performed, and the erroneous results were not reported to the clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "expert rule 988 triggered creating an interpretation of I for cefepime, despite there being no mic for this antibiotic on the panel. Sample 21f079700 (2 panels tested with same result, same organism despite being given different isolate numbers" q. Were patient samples involved?: yes. Q. Is a confirmatory test always performed?: no. Q. Was it obvious that the results were erroneous/could not be trusted?: no. (Only identified as hsl) q. Were erroneous results reported to the clinician?: no. Q. Were patients treated based on erroneous results?: no. Q. If yes, was there any negative impact to the patient?: no.

Manufacturer narrative:
H6: investigation summary: customer reported epicenter (441007) serial number (B)(6) using pud 6.81 expert rule 988 triggered creating an interpretation of I for cefepime, despite there being no mic for this antibiotic on the panel. Sample 21f079700 (2 panels tested with same result, same organism despite being given different isolate numbers.) There was no clinical impact to patient. 21f079700 ¿ patient had bukhoderia- we do not report phoenix ast. Further investigation into this issue that this was a case not accounted for in rule 982 as well as similar rules. This has been updated in pud v7.01. Below is an excerpt from the nonfda customer release notes: 982¿992, 996 : these rules address the eucast breakpoints for which there is no intended ¿s¿ or ¿susceptible¿ interpretation. Mics can be interpreted as ¿r¿ for ¿resistant¿ or ¿I¿ for ¿susceptible, increased exposure.¿ the logic for these rules was modified in this pud release to prevent the inadvertent reporting of ¿I¿ or ¿susceptible, increased exposure¿ in instances where there was a failure in the ast of the drug on the bd phoenix¿ panel. This change in logic is not visible in the rule tables in the bdxpert user's manual for pud v7.01. Bd phoenix¿ customers currently using pud v6.81, whom do not wish to upgrade to pud v7.01, should disable these rules to prevent the reporting of ¿I¿ or ¿susceptible, increased exposure¿ for scenarios where the ast of the drugs included in these rules have failed on the bd phoenix¿ panel. Upgrading the customer to pud v7.01 will resolve the issue. One important note: if using the phoenix 100, the customer must first be upgraded to system software v6.41 and then install pud v7.01. This is a confirmed complaint of a bd product. DHR review is not required for stand alone software.